Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient experienced abdominal pain and computed tomography (CT) of the abdomen revealed ischemic bowel. Patient taken to the operating room for abdominal exploratory surgery on (B)(6) 2020. The ischemic bowel was located and removed. Patient currently with ileostomy and clinically stable. No further information was provided.

Event description:
It was reported that the abdominal CT scan was suboptimal due to lack of contrast material, vasculatures cannot be well visualized. Abdominal aorta was normal in caliber, there was mild aortoiliac atherosclerosis. Normal inferior vena cava. There was no intrapelvic mass of lesion. There was pericecal stranding and findings suggestive of cecal pneumatosis. Colitis/ cecitis of infectious, inflammatory or ischemic etiologies should be considered.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.